Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2013, the pt was treated with gore excluder aaa endoprosthesis featuring gore c3 delivery system. Both gore dryseal sheaths were positioned in the abdominal aorta at level of iliac bifurcation go gain enough space. The gore excluder aaa trunk-ipsilateral leg endoprosthesis was partially deployed at the desired landing zone. To help the cannulation of the contralateral leg endoprosthesis, the physician decided to re-close the proximal part of the device and rotate the trunk-ipsilateral leg endoprosthesis of 180 degrees. A kind of stenosis at the ipsilateral leg was visible approximately 15 mm below the short marker. After strong ballooning, the angiogram confirmed the stenosis to be resolved and showed a good perfusion of the ipsilateral leg. All the introducer sheaths and guidewires were removed and both arteries were closed. The physician referred about low pressure on the right common femoral artery. A recurrent stenosis was diagnosed at the ipsilateral leg. A second gore dryseal sheath was introduced and the stenosis could be resolved with a bare stainless steel stent (10 mm in diameter, 27 mm in length). The final angiogram showed a good result. The pt is doing well now.